Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that multiple occlusion alarms were triggered with no visible blockage, and an occlusion pressure test verified values within the standard range (107¿110 kpa). The customer requested device calibration. There was patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿that multiple occlusion alarms were triggered with no visible blockage¿ was not confirmed. A "high pressure" alarm was recorded in the event log multiple times. Test results revealed the occlusion pressure was near the lower specification limit, making the alarm likely to occur. To improve the occlusion pressure, the downstream occlusion sensor was re-calibrated. The device passed all functional tests with no problem after the repair was completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.